Event description:
A physician attempted arteriotomy closure in the common femoral artery using a starclose device during a diagnostic procedure. The sheath split but the vessel locator button popped out and access was lost. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.